Event description:
It was reported that during an implant attempt, blood leaked into the device header and was causing the device to sense noise on the pace/sense lead and indicate ventricular fibrillation (vf). The device was not implanted, rather another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.